Manufacturer narrative:
It was reported that medication leaked around the syringe plunger during a subcutaneous injection of xolair to the upper arm. The reporting facility indicated that no additional dose/injection of medication as required. No serious injury or adverse impact to a patient or a user was originally reported. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. No photo or sample were provided for evaluation. Functional testing was performed using product from stock and the reported problem/issue was unable to be confirmed. A definitive root cause was unable to be determined, however, needle insertion location at the upper arm may cause occlusions within the needle and a build up in pressure, thus resulting in fluid back flow. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that medication leaked around the syringe plunger during an injection.